Event description:
It was reported that a patient had both of their implantable neurostimulators (ins) and extensions surgically removed due to a 'staph' infection on (B)(6) 2013. The patient went to the emergency room (ER) and was admitted to the hospital. Cultures of the ins pockets were obtained and revealed that the patient had a 'staph' infection. It was noted that an infection/disease doctor was consulted. The patient's symptoms were fever and redness at the ins pockets on both sides and at the extension location. The patient was hospitalized and receiving IV antibiotics at the time of this report. It was stated that the patient was 'alive with injury.' Further information has been requested. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v015148, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v015148, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient was re-implanted bilaterally on (B)(6) 2013. No further information was reported.

Event description:
Additional information received reported that the patient was getting effective therapy.